Manufacturer narrative:
This evaluation is for the bed exit not alarming issue as further investigation determined the beds were not being reset prior to patient use. Hospital staff was trained on how to reset the scale after each patient use. Evaluations were not performed for brake issues as no serial numbers were provided. A technician will be evaluating all of the intouch beds for brake issues and a new complaint will be filed as needed.

Event description:
It was reported by the customer as a general complaint that intouch beds were having issues with brakes not holding due to broken caster stems. No serial numbers were recorded or provided. It was further reported that they had issues with bed exits not alarming due to the bed not being reset prior to use. No additional information was available and no adverse consequence or clinically relevant delay in treatment was reported.